Event description:
It was reported that the device activated the backup-mode after passing an airport security control including body-scanner. It was also reported that the patient experienced palpitations and a feeling of unnatural heartbeat. The device was successfully reprogrammed by health care professionals. The assessment of the treating physician was that the ddi program started by the back-up mode could lead to cardiac decompensation in this special patient. Based on this assessment biotronik decided to report this incident. Information on medical assessment has been known since 15-jul-2024.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the available device data, as well as the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The available device data were analyzed thoroughly. The analysis revealed that the ipg switched into the safety backup mode on (B)(6) 2024 as a result of the detection of invalid memory content. By design, the ipg performs self-checks and is equipped with the ability to detect and repair invalid memory content. However, in case of multiple invalid memory areas, the device cannot correct the memory content and switches into the safety backup mode to ensure patient safety. While in this safety program, the ipg is capable to deliver anti-bradycardia therapies. Upon interrogation a device status error message appears to notify the user. An evaluation of follow-up data after re-initialization showed no indication of a device malfunction. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The clinical observation resulted from invalid memory content. The root cause for the invalid memory content was not determinable. However, external influences such as strong electromagnetic fields could be taken into consideration. The device was successfully re-initialized.